Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded.

Manufacturer narrative:
Exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. Explant date: few years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19636740/5037609.